Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI:(B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device did not turn on, was confirmed. It was found that the motor was stuck and rusty. Further, the cable did not pass the cable screening test. The motor and motor cable were replaced, and the device was modified, cleaned, tested and found to be functioning to specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. Corroded motor has a tendency to stick. However, given the information provided, we cannot determine a definitive root cause for the defective motor cable. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2019 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on an unknown date, it was observed that the handpiece device did not turn on. During in-house engineering evaluation, it was determined that the motor was stuck and corrode. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.